Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. Should the device become available for return, the investigation will be reopened. As the device was not returned to stryker sustainability solutions, evaluation was unable to be performed. No device information was reported and the customer did not report lot # or serial # information. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to: user improperly manipulates catheter and/or guiding sheath. Electrode damage caused by mishandling/improper storage. Poor fit of components or component damage causes user to exert excessive force inserting device (e.g. Kinks, bends, electrode damage, cuts). The instructions for use (IFU) state: inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. Connect the catheter to the corresponding cable connector. Connect the cable to the correct electronic equipment for recording and/or sensing. Observe polarity of proximally located connector pins of the interface cable when connecting to the electronic equipment. Isolate any unused connector pins to reduce development of accidental current pathways to the heart. Follow a suitable electrophysiology study protocol. Do not autoclave catheter. Do not use for electrical ablation. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. Diagnostic ep catheters are not recommended for long term pacing. Inspect the packaging and catheter for damage or defects prior to use. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that following an atrial fibrillation procedure, a pericardial effusion was noted. The physician believes the reprocessed supreme electrophysiology catheter caused the effusion while going through the right atrial appendage. Multiple attempts were made to obtain additional information. No information was provided. However, there was no medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.